Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope air/water channel tested positive for 1 colony forming units (cfus) of staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction: b5, d9 (return date), h6.1 component code. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: no detection. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch (air/water channel). Cfu: 1cfu. Bacterial identification: staphylococcus epidermidis. The device was evaluated, and foreign material was found in air/water cylinder and air/water tube. However, customer sent the scope without finishing reprocessing steps. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU (instructions for use): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope has not been cleaned for several hours and customer wanted to check if germs have developed due to the same reason. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.